Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test fail" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The malfunction was duplicated. The bridge board was replaced to resolve the reported malfunction. Analysis of reports of this type has not identified an increase in trend.